Event description:
(B)(6) patient (pt) home health rn reported issues with new curlin pump. Rn tried to use the curlin pump for today's infusion but it is giving error message "system timeout" that they are unable to clear. Rph reprogrammed old pump that pt still had in home with rn to use for pt's infusion today, no doses will be missed. Rn stated they will hold on to old pump until replacement has been received and check to make sure it works before turning old pump. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if medical doctor (md) is aware. Dose/amount: gammagard liquid (liq) solution (soln) - 25mg. Gammagard liq soln indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? ¿unknown. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ yes.